Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to unexpected longevity, the device reached recommended replacement time (rrt) after two years of service. No patient complications have been reported as a result of this event.